Manufacturer narrative:
The device will be returned to the customer for use.

Event description:
Reportedly during a routine operational check of the device the operator received a mild shock to both hands when discharging the device. There was no injury to the operator nor any medical treatment required.